Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 497 mg/dl and ketones were present. Correction boluses were delivered. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Insulin, saline and potassium were administered. Customer had not yet been discharged at the time of the report. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.